Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. The customer changed the infusion set tubing and the issue continued. A cartridge change was performed resolving the issue. Customer's blood glucose was 155 mg/dl.